Event description:
It was reported that the 9800 system intermittently continues to fluoro after the button is released. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib board was replaced during the service call. The system was tested and found to be working as intended and put back into service.